Event description:
The customer reported that the clinicians were not aware of the pic being silenced and did not hear the alarm. The monitor tech silenced the alarms multiple times and the patient coded, subsequently passing away. There is no allegation the device malfunctioned or otherwise did not perform as designed; however, the customer indicated the alarm silencing behavior was a factor in the patient outcome. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed.